Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2020-04940. It was reported that the right ventricular lead exhibited oversensing- noise and high capture thresholds and the right atrial lead exhibited noise resulting into inappropriate mode switches. A new right ventricular lead was attempted to be implanted however, multiple sites were attempted without being successful at obtaining a satisfactory placement and therefore the lead was removed. The chronic leads were connected to the chronic device and programming changes were performed. The patient was discharged the same day after the procedure.